Event description:
It was reported to covidien on november 24, 2008 that a customer has a problem with an a-v impad. The customer states that after surgery, patient has immediate pain in the left leg. Patient had tissue erythema, peroneal nerve paresis, and foot drop.

Manufacturer narrative:
(B) (4). An investigation is under way. Upon completion, the results will be forwarded.